Event description:
It was reported that review of stored egms revealed noise on the ventricular channel. The patient did not receive inappropriate therapy. The patient will be seen again at the next scheduled follow-up in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.